Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed lead noise with noise reversion from the right ventricular (rv) lead. Patient presented in clinic and interrogation showed the rv lead was over-sensing noise leading to pacing inhibition. No intervention has been performed. There were no patient consequences.